Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, half the working jaw of the device fell off during an unknown procedure. There is no reported harm or adverse impact to the patient.

Manufacturer narrative:
Device has been returned and evaluated. This supplemental report is being submitted to provide this information. Please see the updates in sections: d4, d9, g3, g6, h2, h3, h6, and h10. Visual inspection as received condition confirmed probe broke off at 17 mm from the tip, and the broken piece was not returned. The surface of broken area was inspected closely; a small crack on the edge of the probe was found. Also, there are some tissues build up on the distal end, and ptfe pad (teflon pad) is slightly worn but no charred stains, and no metal exposed. The jaw gold insulation is intact. The device¿s wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device's connector contact pins are in good condition. The device was then attached to test transducer td-tb400 together with the generators usg-400/esg-400 and a probe check was performed; the device failed the probe check, but both switch buttons are functional. Based on the evaluation findings, the reported complaint was confirmed.

Manufacturer narrative:
This supplemental report is being submitted to correct the initial MDR. Upon further review, it was determined this complaint/report is a duplicate of MFR report number 8010047-2022-10298. All information from MFR report number 8010047-2022-08892 has been transferred to 8010047-2022-10298.